Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cap sleeve gastric bypass, the device locked out during the first firing. The surgeon opened the device and there were two unformed staples. The site reloaded the device and the same thing happened. Another device was used to complete the case with no pt consequence.